Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device does not have visual defects. The electrical test was performed and the device passed the test. The device passed the magnetic tracking test. Magnetic sensor resistance test: both pairs are within specification according. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was removed partially deployed. Mapping was attempted with the intellamap orion catheter however following insertion into the patient the catheter was not visible on the rhythmia system. Potential information appeared on the lab and rhythmia system however it was unable to do navigation of the orion. To resolve the issue, the physician replaced the cable with another one. When the orion basket was extended at a maximum, navigation was achieved. However when it was extended with a small size, the catheter sometimes failed to do navigation. Physician mentioned that it was possible that the orion was removed from the sheath with the basket being extended slightly. The procedure was completed successfully with this device. No patient complications reported an the patient's current condition is good.